Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempt to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device. It is unknown if there was any patient harm or event. This is being reported in an abundance of caution. No physical product investigation was possible as the device was infectious and discarded at the facility. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported during insertion prior to cross the lesion inside the body the image disappeared. The catheter and the pimr were reconnected to the pimr and the system, and the system was rebooted but the problem was not solved. The patient condition was suddenly changed and the procedure was aborted. This event is being reported in an abundance of caution as by report the patient's condition changed suddenly and procedure was aborted.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy.the adverse event experienced by the patient was noted as a ventricular tachycardia (vt). The cause of the vt is undetermined. Additional information provided indicates the event occurred when the manufacturer's device was outside of the patients vasculature while troubleshooting for the lost image. The vt was treated with medication and the patient was discharged as expected in "stable" condition. The case was delayed for approximately 10 minutes.

Event description:
This follow-up report is being submitted as new information was obtained regarding the procedure.